Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow keypad button is unresponsive. The patient reportedly wears the pump under clothing, against the body and does not clean the pump. There is no adverse event associated with this complaint. The complaint is being reported because the alleged malfunction of the keypad remained unresolved.

Manufacturer narrative:
(B)(4): on examination, the keypad was found to be fully intact, with no peeling or damage observed. The ok keypad button responds appropriately when pressed. The up and down arrow and the contrast keypad buttons respond intermittently when pressed. The contrast and ok keypad buttons have normal spring back or click. The keypad was removed to investigate revealing visible contamination under the all the key contacts. The up and down arrow keypad buttons were found to have inverted contact buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.